Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device cycled as expected. The reported issue was not confirmed during testing.

Event description:
It was reported the device did not cycle and this issue was found during a training session with no patient involvement.